Event description:
Initial info was reported by a consumer to the us food and drug administration center for devices and radiologic health (B)(4) and received by (B)(6) on 14-apr-2010: a pt received treatment with poly-l-lactic acid (sculptra) [lot # and exp date unk] in 2007. Poly-l-lactic acid was reported to be used inappropriately to fill a cranial defect after a craniotomy for a meningioma which was not approved by the FDA at the time. The injection technique was also not appropriate in that the product was not mixed adequately and clogged the needle during the administration. In addition, it was applied un-uniformly. The consumer reported that the end result was an irregular shaped bump over the affected area, which formed hard nodules as the softer product/collagen has been reabsorbed on (B)(6) 2007. The consumer also reported that there were now left with a disfiguring hard circular mass, approximately one inch in all dimensions, which protrudes in a terrible and disfiguring manner. The event did not abate after she stopped use. The event reappeared after subsequent injections. No further relevant info reported.